Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient faced a kink in tubing and insulin was stuck in tubing. No further information available.